Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as the pipeline was implanted and the pushwire and green substance were discarded; therefore, the event cause could not be determined.

Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline was implanted successfully. Upon pulling the pushwire out of the patient with some friction, the physician found a green and filmy substance on the pushwire. No patient injury was reported as a result of the procedure.